Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v682836, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The patient reported having her device removed because she didn't like it and it just didn't work right. Additional information received from the healthcare provider (hcp) reported that the patient was implanted on (B)(6 ) 2011, returned for a follow-up (B)(6) 2011, and did not return until (B)(6) 2013. At that time she had pain around the box in her right leg and said it no longer worked and also needed an MRI so she wanted it removed. The patient was experiencing urge urinary incontinence and nocturia. When the patient alleged the device was not working on (B)(6) 2015, it was actually turned off. It was then turned back on and the patient was started on 5 milligrams of vesicare. The patient had not been seen in the office for proper management in 2 years. The patient was encouraged to let the hcp reprogram and manage the device but she was adamant that it be turned off. When turned on, program was -1 +3 and she had felt stimulation vaginally and in her right leg. It was changed to -0 +2 at 2.8 volts and she felt vibratory sense vaginally. There was no leg pain. It had not worked for 6 months. The patient wanted to see if it would work with new programming while she had been waiting for the surgery. Relevant medical history included urinary dysfunction/sacral nerve stimulation. This event will be updated if additional information is received.